Manufacturer narrative:
(B)(4). The reported device will not be returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cable insert pin was found damaged and that a small spark occurs when it is plugged in. No additional information available. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; g4; h2; h6. A field service engineer (fse) was onsite for corrective maintenance and observed one of the umbilical cables power prongs damaged. During fse intervention the cord (single connector) was successfully replaced and fse completed the rks applicative test and final check test all passed. The unit was ready was clinical use. Review of the DHR/servicing history identified no deviations or anomalies related to the reported event. A definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.